Event description:
It was reported that a user wearing an ilet experienced hyperglycemia after failing to connect the insulin tubing to the infusion site, with a reported blood glucose of 210 mg/dl. The user asked whether announcing a meal could reduce glucose and was advised that the system¿s correction algorithm would address the elevation. Symptoms included hyperglycemia with no reported additional symptoms at the time of the call, with the user noting they typically develop symptoms at higher glucose levels. Outcomes included no injury, no alerts or alarms, and no medical intervention or hospitalization. Investigation included troubleshooting and education on proper infusion set connection and device use. Investigation of this case revealed user setup error leading to interrupted insulin delivery, with the infusion set/tubing connection identified as the implicated component. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set connection.